Manufacturer narrative:
Internal reference: (B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer¿s policy. It was reported during a diagnostic coronary procedure the manufacture's device was recognized, zeroed and normalized. One ifr reading was obtained with a clean signal. The device was relocated to another vessel and the signal was lost and an error message of "unstable wire signal" displayed. The device was disconnected and reconnected but no signal appeared. No devices were delivered over the device. Another device was used to complete the procedure. There is no patient injury. Patient discharged as expected with normal medication therapy for their diagnosed condition. Vessel: mid-lad, 50% occlusion, intermediate lesion, minimal tortuosity. Visual and microscopic inspection and functional testing were performed on the returned device. A small portion of the sensor was missing. It could not be determined when the separation occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because a portion of the sensor was missing and the device was introduced into the patient.